Event description:
It was reported that the customer experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with a pump reset, and the issue was resolved as the customer successfully started their sensor session without encountering the error again.